Manufacturer narrative:
Date of procedure included in this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient's surgical intervention was on (B)(6) 2019.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient gained weight and ipg tilted within the pocket site. As a result, the patient experienced discomfort. In turn, the patient underwent surgical intervention wherein the ipg was repositioned within the pocket to resolve the issue.